Manufacturer narrative:
The company rep repaired the display connection on keypad controller board. The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
During a preventive maintenance, the company rep observed the unit's display jumbling and flashing. No pt was involved.